Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead in segments was returned for analysis. The distal conductor was distorted. The outer insulation had cosmetic depressions and a white substance was observed. Apparent explant damage was observed.

Event description:
It was reported that there was muscle/nerve stimulation on the right ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.